Event description:
It was reported that an incident occurred with the flexible cryoprobe during a bronchoscopy. The cryoprobe was with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) no information was provided regarding equipment settings, or any other accessory used. It was reported that after being used multiple times during the case, an extremely loud "pop" occurred during an activation. There were no reported injuries.

Manufacturer narrative:
A request was made to have the cryoprobe returned to erbe for an evaluation. No anomalies were found in the review of the device history records (dhrs) for the cryosurgical unit and lot of the cryoprobe. If any conclusive determination is made as to the cause(s) of the event, a follow-up MDR will be sent. The account will be made aware of the findings.